Event description:
Reporter stated that a patient's blood glucose was measured, using the suspect device, with a result of 34 mg/dl. Patient reportedly retested blood glucose, using a different device, and obtained a result of 264 mg/dl. Based on the discrepant results, a lab test was ordered. Reporter stated that the lab value was elevated (exact value not provided) and patient was subsquently treated for high blood glucose. Reporter was unable to provide any details of treatment received. While on the line with technical support, reporter ran quality control tests on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.